Event description:
Customer reported inaccurate delivery of this pump. Pump was received and an evaluation performed. Evaluation indicated pump is overinfusing at a rate of over 6%. No patient involvement has been reported at this time.

Manufacturer narrative:
Device was received for evaluation. Overinfusion of pump was found during evaluation. Reported incident was inaccurate bt.